Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced severe bodily injuries, physical pain, lower urinary tract and bladder obstruction, urinary retention, pulling sensations across the pelvic area, foul odor, increased stress urinary incontinence, and vaginal infections. The patient required revisionary surgery on (B)(6) 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.